Event description:
It was reported to lifecell on (B)(6) 2013, that a female patient underwent a unilateral tram donor site reinforcement procedure on (B)(6) 2012. On (B)(6) 2013, the patient was returned to surgery to repair a hernia defect. Upon visualization, the surgeon noted that the device was not visible and was totally resorbed. At the surgeon's discretion, a non-lifecell mesh was used for the repair. A photo was taken intra-operatively and sent to lifecell for evaluation.

Manufacturer narrative:
Method: -review of information reported to lifecell, including the intra-operative photo. Results: the intra-operative photo was evaluated by lifecell's medical director and clinical safety group and it was determined that portions of the device were visible around the edges. The device was not fully resorbed, as reported. The route cause of the malfunction is unknown and not apparent from the intra-operative photo. The center of the device may have resorbed or a post-op tear occurred and led to retraction of the device. It was reported that the lot number was not documented in the operation notes. The lot associated with this event remains unknown. No internal investigation could be performed. Conclusion: device not returned. The investigation was limited to the clinical information reported and the evaluation of the intra-operative photo. Based on the limited information available, the underlying cause of the event and the relationship between the device and the event cannot be determined. Device not explanted.